Event description:
Device 2 of 2. Reference MFR report#1627487-2016-04868. Follow-up identified surgical intervention was undertaken during which time both leads were explanted and replaced with new models. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-04868. It was reported effective therapy was never established with the left occipital lead (model 3166) after a previous lead revision (reference MFR report#1627487-2016-04817). During the previous procedure, the cervical lead (model 3156) was removed from the epidural space, coiled, and left in situ for future use. Follow-up revealed diagnostic testing of the left occipital lead revealed multiple contacts with high impedance measurements. In addition, the patient experienced sharp pain in the left occipital area surgical intervention may be undertaken at a later date to address the issue.